Event description:
Per contact, during the procedure, bands one and four misfired (one did not deploy and one went over [did not capture] the vein). A gip xq140 scope was used. At this stage the md called the procedure complete.